Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to unknown product performance anomaly. A new lead was placed. No adverse patient effects were reported. Additional information indicated this lv lead was not implanted successfully due to lead always getting stuck and resistance around terminal pin entrance.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to unknown product performance anomaly. A new lead was placed. No adverse patient effects were reported. Additional information indicated this lv lead was not implanted successfully due to lead always getting stuck and resistance around terminal pin entrance.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to unknown product performance anomaly. A new lead was placed. No adverse patient effects were reported.